Manufacturer narrative:
(B)(4).

Event description:
It was reported that in (B)(6) 2013 when the patient had been first getting set up with the deep brain stimulator (dbs) there was a problem with the anesthesia. The patient's lead implant procedure on (B)(6) 2013 was aborted. Two dates were given and it was unknown which was the correct date for the original attempt of lead implant. It was noted that the patient "attempted to pull the stereotactic head frame from his head as he was waking up from anesthesia" and when they had gone to wake the patient up he had been having paranoid schizophrenia and thought the doctors were trying to hurt him. This had lasted several days. It was noted that there was no subsequent injury to the patient. It was further noted that the patient would have the leads implanted under general anesthesia on a later date. Following change of anesthesia and the way they were doing the test the patient was able to have the dbs implanted. No outcome was provided. Further follow-up is being conducted to obtain information and if additional information is received a supplemental report will be sent.